Manufacturer narrative:
(B)(4). Approximate age of device - 54 days. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that there was concern of pump thrombosis with lactate dehydrogenase (ldh) of 906 u/l. The inr was 2.7 and a heparin infusion was initiated and warfarin increased to achieve a goal inr of >3.0. It was reported that the ldh and plasma free hemoglobin began trending downward. Limited ramp study demonstrated pump function to be normal with easy closure of the aortic valve with decreased left ventricular end-diastolic diameter. The patient was discharged on (B)(6) 2017 with a goal inr 3 - 4 and dual antiplatelet therapy with aspirin and persantine. No additional information was provided.

Manufacturer narrative:
The report of pump power elevations was confirmed based on the submitted system controller log file. The log file dated (B)(6) 2017, contained approximately 8 days of data, spanning from (B)(6) 2017 19:40 to (B)(6) 2017 11:35, which captured an upward trend in pump power. Based on the manufacturer¿s complaint history and similarly reported events, elevated lactate dehydrogenase (ldh) levels coupled with increased pump power and flow, can be indicative of potential device thrombosis; however, a specific cause for the changes in pump parameters and elevation in the patient¿s ldh could not be conclusively determined without a full evaluation of the device. The patient remains ongoing on vad support. No product available for investigation. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.